Event description:
Zoll customer support contacted a (B)(6) patient to exchange her monitor. The pt's download revealed one occurrence of service code 107, preceded by one each of "multi abnormal shutdowns" and "abnormal shutdown" flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. As received, the monitor was constantly resetting. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.